Event description:
Reporter indicated a vns therapy patient died in her sleep. The physician does not know the relationship of the death the vns therapy system as the autopsy could not identify the death; however, the physician indicated the patient "was markedly obese." The most recent diagnostics available, performed in 2007 were within normal limits. Good faith attempts to obtain additional information have been unsuccessful to date.